Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient died from cancer in the brain on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure.